Event description:
The pt reported experiencing elevated blood glucose of up to 314 mg/dl for the past 2 months and believes the infusion device is not delivering enough insulin. The battery of the infusion device would last for 4-14 days. The infusion device does not properly display the a2 (low battery) alert and e8 (power interrupt) is often displayed. The pt bolused through the infusion device and injected insulin via syringe to lower blood glucose. The pt's normal blood glucose level is 140 mg/dl. No further info is available. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.